Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have popped off during use: oral-b [device breakage]. Case narrative: consumer e-mail stated that brush heads have popped off during use. No injury was reported.